Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Consumer reported a tampon fell apart and pieces remained inside her. She experienced irritation, burning, and itching sensation in the vaginal wall along with discomfort, discharge, and lower abdominal pain. She went to the ER where ultrasounds and labs were done to ensure no tampon pieces remained inside. No tampon pieces were found and doctor stated she had an irritation but no infection. She was prescribed diflucan. Her diagnosis was abnormal uterine bleeding but doctor told her it could be lingering effects from her menstrual cycle. Her symptoms have resolved.